Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was debris or contamination in the unit that was also causing noise. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and confirmed the issue. The philips asp replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards after device cleaning and part replacement and was returned to service.